Event description:
Problem statement: the customer reports that there is an intermittent buzzing coming from the power supply.

Manufacturer narrative:
(B)(4): the customer reports that there is an intermittent buzzing coming from the power supply. There is no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.